Event description:
A surgeon reports performing a lens exchange for a patient that was experiencing intolerable glare and halos following intraocular lens implant surgery. The lens was replaced with a different model monofocal lens and the patient is happy with the outcome. Post exchange distance vision was reported as 20/25. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has been received for evaluation. Evaluation results are pending. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.